Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not allow to past the fill tubing step during the load process with multiple attempts. The customer had changed to a new cartridge and able to complete the fill the tubing. The customer reported unsure if blood glucose level was impacted. Cold insulin had been used.